Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately 250 ml and was not contained within the instrument. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the white blood cell (wbc) bath was loose. The fse tightened the wbc bath which resolved the leak. Repairs were verified per established procedures. (B)(4).